Event description:
Stryker gamma nail placed earlier this year at another facility for broken femur. Patient twisted a couple of months later and heard a loud crack and felt pain in her hip. Im nail broken proximally, just superior to nail hole for lag screw. Proximal most distal interlock screws - per medical note. Manufacturer response for styker gamma nail, stryker gamma nail (per site reporter): none that I am aware of.